Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 479mg/dl. The customer treated with manual injections. The customer reported insulin flow blocked alarm. The customer stated alarm did not occur during fill tubing. The customer reported event to be resolved by complete set change. The customer stated that the cannula was not bent. The product was not returned for analysis.